Manufacturer narrative:
(B)(4). Batch # r92l96. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip broke after using 30 minutes during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # r92l96. Investigation summary: images along with the physical device was returned for analysis. The image provided is that of an harh36 device and the distal part of the instrument; clamp arm and tissue pad interface where the blade is broken off. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition also it was received with the shaft bent. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.,the customer reported damaged instrument and blade tip broke off. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.